Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly, the subject ICD was changed after 4 years of implantation. The physician considered it is too early. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject ICD was changed after 4 years of implantation. The physician considered it is too early. The subject device will be returned for analysis.

Event description:
Reportedly, the subject ICD was changed after 4 years of implantation. The physician considered it is too early. The subject device will be returned for analysis.